Manufacturer narrative:
The field service engineer (fse) replaced the sampling sub-assembly and the customer had no further issues. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The facility name is: (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. The sample initially resulted in a sodium (na) value of 143 mmol/l, which was repeated as 127 mmol/l. The sample initially resulted in a potassium (k) value of 6.92 mmol/l, which was repeated as 3.07 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided. The questionable results were reported outside of the laboratory and the physician requested to repeat the measurement.